Event description:
The advocate stated the contour next link was not showing his daughter's readings in the memory since (B)(6), and she tests daily. No adverse event alleged. The customer was expected to return the meter for investigation. A new meter was sent.